Event description:
Bilateral breast capsular contractures ruptured right breast implant. Bilateral removal of silicone implants, replaced with saline implants. Implants implanted at memorial hospital in martinsville, va 24111, 2/2/82. Reporter (additional information received when devices were returned) alleges capsulation of left breast with closed capsulotomy and open capsulectomy, breast mass right "induration along inner aspect/implant problem encapsulation", abnormal masses in breasts, right breast lesion excision and leaking implant right breast.

Manufacturer narrative:
Methods: envelope thickness measurement. Weight measurement. Feature dimensional measurement. Microscopic examination. Results: loss of shell integrity, envelope slit. Crease lines. Slight amber color. Loss of shell integrity, envelope tear. Weight less than specified. Foreign material in gel. Amber color. Weight measurement. Envelope thickness. Conclusions: color within specifications. Creases and/or wear result of folding action in-vivo. Amber color condition of aging. Cause of tear(s) undetermined. Gel not all returned. Foreign material cause and source undetermined. Tear(s) caused by stress. Envelope thickness within specification limits. Slits caused by sharp object contact. Weight low due to gel missing.